Event description:
It was reported that the pta balloon ruptured (atm unknown) in the femoral artery. Patient underwent is secondary medical intervention to repair the artery. Patient status is unknown.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.